Manufacturer narrative:
One ha coated tapered screw vent implant was returned for inspection. The internal drive feature is confirmed to contain the reported fractured screw, which was too badly damaged to be removed. One x-ray and two product pictures were provided. The x-ray shows an implant with a fractured piece of a screw stuck inside. One of the pictures provided shows the sheared face of the screw in the implant from above the gumline. The other picture shows the crown and fractured head of the screw. The screw is confirmed to be fractured, however the screw cannot be identified with the information provided. No device lot number was provided so a device history record review and a complaint history review could not be performed. Appropriate documentation was reviewed and the following information was identified: instructions for use for zimmer dental implant systems¿ 4894i rev 3-07/09 information identified: seating of prosthetic components internal hex or octagon components - to properly seat these prosthetic components, place the abutment retaining screw through the abutment and place the assembly into the internal bevel at the coronal portion of the implant. Rotate it until the abutment drops into place. The male hex or octagon should seat fully in the female hex or octagon of the implant once the torque wrench has been used to tighten the abutment to 30ncm. Complaint indicates screw fracture, which necessitated implant removal. The alleged event was confirmed following inspection. A root cause for the complaint could not to be determined as the necessary information to adequately investigate the reported event was not provided no immediate corrections are required as this event is not thought to be the result of a manufacturing deviation. Device evaluated by manufacturer: change ¿no¿ to ¿yes¿.

Event description:
The dentist reported a fractured abutment screw.